Manufacturer narrative:
Additional information was provided regarding the confirmatory results which was added. Review of tracking and trending reports did not identify any related trends for the architect hiv ag/ab combo assay. Review of complaint activity associated with reagent lot 06093be00 and related reagent lots determined that there was normal complaint activity. A retained reagent kit of lot 06093be00, which contains identical bulk reagents as lot 06093be03, was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot was negatively impacted. The reagent kit showed normal performance without false non-reactive results. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.

Event description:
The customer provided the following additional information: the patient sample was sent to the chinese cdc which reported the result as negative using the western blot method. The customer considers the negative result generated by architect and cdc to be correct.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided. This report is being filed on an international product, architect (B)(6) ag/ab combo, list 4j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer obtained false non-reactive architect (B)(6) ag/ab combo results. The sample generated 0.13 and 0.12 s/co on architect and xiamen xinchuang's elisa generated a positive result of 2.46 s/co. No impact to patient management was reported.